Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, an angiography revealed the valve was lower than the targeted site. Traction was applied to the delivery catheter system (dcs) which subsequently dislodged the valve from the annulus. The partially deployed valve was fully recaptured into the dcs sheath. At this time the patient was noted as severely hypotensive, and was treated with cardiopulmonary resuscitation (CPR) and medication without resolution. Normal sinus rhythm (nsr) deteriorated to ventricular tachycardia and subsequently ventricular fibrillation. The patient was placed on cardiopulmonary bypass (cpb) and defibrillated which resolved to nsr. Once the patient was rhythmically stabilized the sheathed valve was attempted again and was successfully implanted. Transesophageal echocardiogram (tee) showed appropriate left ventricle function and no signs of paravalvular leak (pvl). An intra-aortic balloon pump was placed for post-operative support. Following the procedure the patient was transferred to intensive care. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per corevalve instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Positioning / inaccurate delivery is often influenced by patient anatomy, and/or user technique. In this case, traction was applied to the delivery catheter system (dcs) which subsequently dislodged the valve from the annulus. The partially deployed valve was fully recaptured into the dcs sheath. At this time the patient was noted as severely hypotensive, and was treated with cardiopulmonary resuscitation (CPR) and medication without resolution. Conduction disturbances are a known potential adverse effect. In this case the patient was placed on cardiopulmonary bypass (cpb) and defibrillated, which resolved to normal sinus rhythm.. Once the patient was rhythmically stabilized the sheathed valve was attempted again and was successfully implanted.

Manufacturer narrative:
The valve was successfully implanted. The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.